Manufacturer narrative:
The referenced history of a suspected short to shield or broken wire on the percutaneous lead was reported under medwatch MFR report #s 2916596-2014-00735 and 2916596-2015-01128. (B)(4). Approximate age of device - 2 years and 10 months. The pump remains in use supporting the patient. Approximately (B)(4) inches of the external portion/distal end of the percutaneous lead was returned for evaluation. Removal of a previously installed clamshell repair revealed that the outer silicone jacket was separated from the metal connector. Removal of white tape wrapped around the outer silicone jacket revealed some tears. Removal of the outer silicone jacket and clear bionate layers revealed breakdown of the braided shield adjacent to the metal connector and in the approximate location of the terminus of the bend relief. Examination of the underlying wires revealed that they were kinked at the nipple of the metal connector, and breaches in the red and yellow wires were noted in this location. The damage appeared to be the result of fatigue failure due to repetitive movement and abrasion in this area. Review of submitted log files revealed two reductions in pump speed below the low speed limit while the patient was operating on the power module. Review of submitted x-rays identified a dark area of potential shield breakdown at the distal end near the metal connector. If the exposed conductors of the red or yellow wires contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the low speed events recorded in the submitted system controller log file. The reported event also could have been caused by a phase to phase short if the exposed conductors of the compromised wires contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered power or batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that interrogation showed low speed operation alarms that occurred while the patient was connected to the power module. The patient was reportedly asymptomatic. No alarms occurred while the patient was connected to battery power. The patient has a known history of a suspected short to shield or broken wire within the percutaneous lead. The manufacturer's technical services representatives evaluated the patient's percutaneous lead on (B)(6) 2016. A wire phase interrupter test was performed and no open wires were found; however, x-ray images showed a suspect area at the system controller bend relief area. On (B)(6) 2016, an external percutaneous lead replacement was performed approximately 4 inches from the system controller bend relief area. All tests passed after the repair was completed. No further information was provided.